Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged into the right ventricular outflow tract (rvot). When the physician attempted to remove the lv lead the right atrial (ra) and right ventricular (rv) leads pulled as well. The physician opted to cap the lv lead and not implant a new one. Before the patient was discharged the ra threshold increased to 1.5v at 1 ms which is within acceptable parameters for a chronic lead. There were no changes made since the patient paces 1% in the ra. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.